Event description:
It was reported that the balloon did not inflate and the balloon could not maintain inflation at the inflation test. No pt complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Customer report was confirmed. Balloon was found ruptured in the central area, almost half way around the circumference. A piece of latex, 0.05" x 0.08", was missing. Contamination shield and introducer was not returned.